Event description:
Information was received indicating that a smiths medical cassette was found leaking when preparing an analgesic pump. The cassette was replaced to resolve the issue. There were no reported adverse events.